Event description:
On (B)(6) 2009, the pt reported the cannulas of her insulin infusion sets are bending. She stated she has a lot of scar tissue and she is having issues with absorption rates. She said she discarded the infusion sets at issue. The pt stated she usually uses her abdomen for her sites and performs site rotation. She changes her infusion headset every 4 or so days. She was advised to change her headset every 3 days. The pt was sent sample infusion sets, an insertion device aid, and a guide to infusion site management. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.